Event description:
It was reported that the ilet bionic pancreas exhibited premature battery discharge and would not hold a charge despite prior charger replacement; the device reportedly showed adequate charge at bedtime but failed to continue charging overnight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.